Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24370) leaked at the heat exchanger after approximately ten-fifteen minutes. No patient or staff injury was alleged.

Manufacturer narrative:
Patient information not available. Product has been discarded; therefore, not returned to 3m¿ for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.